Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was transferred from another facility on impella support, and the transport was uneventful. Upon arrival, the patient was moved to the bed without difficulty, and all waveforms, flows, and alarms were appropriate. The transfer from one automated impella controller to another was completed, beginning with connection of the white cable followed by the purge cassette. The complainant reported that when the registered nurse attempted to disconnect the white cable, she attempted to twist it, and was instructed to pull it straight out instead. The pump was then connected and started as expected; however, suction occurred and the waveforms appeared distorted, resembling electrical static. The registered nurse was asked to confirm that the white cable was fully inserted, which it was. The clinical support center advised unplugging and reconnecting the cable, but this did not resolve the issue. Device position was confirmed by echocardiography. The pump was adjusted to a lower setting to relieve suction. Approximately one hour after the controller transfer, the waveforms returned to normal and there was no further suction, even at higher flow settings.

Manufacturer narrative:
H6 medical device problem code a0709 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative.

Event description:
An impella cp was inserted via the femoral artery to support the 54 year old male patient admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage e shock. Prior to the cp placement the patient was known to be on inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. On the day of implant the team made decision to transfer the patient on the cp and automated impella controller (aic) to the tertiary medical center. The patient transfer was noted to be uneventful and the patient was placed on the hospital bed and the aic-to-aic transfer was completed. The team observed the console to show suction and waveforms that looked like "electrical static". The team troubleshot by ensuring the white cable was plugged in fully and they also troubleshot by calling the abiomed support line and unplugging and re-plugging the white cable. This did not resolve the issues, and so position was re-assessed by echo imaging and the p level was reduced. After approximately 1 hour the aic waveforms returned to normal and the suction did not recur even at much higher flows. The loss of appropriate waveforms and suction on the aic did not cause any harm or injury to the patient. The troubleshooting measures of the aic were performed with no consequence to the patient and support, though the malfunction is being reported.